Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. No damage found on motor. The device passed the unexpected restart error test; no unexpected restart alarm after battery change or external ram error alarm noted. No damage found on interface board component or electronic assembly. The display functioned properly. No blank display noted during testing. The device also had a cracked display window corner, cracked battery tube threads, scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been experiencing low blood glucose during the week. The customer stated that the basal rates were correct but they were set to am instead of pm. The drive support cap appeared recessed. She also reported she had a problem with the insulin pump resetting and the display going blank the last 2 times the battery was changed. Blood glucose value was 354 mg/dl which she treated with manual injection. The customer called back the next day and reported that the insulin pump alarmed unexpected restart. Blood glucose value was 208 mg/dl. The alarm history found several unexpected restart and external ram error alarms. The insulin pump was replaced and returned for analysis.